Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 137 mg/dl. The customer had blood glucose of 99 mg/dl and 246 mg/dl. The customer treated with three juice boxes and glucose tablets. The customer was off the pump for less than 48 hours. The insulin pump will not be returned for analysis.